Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle but was returned. Examination of the construct showed t1 is missing. T2 remains attached to the suture and is bent. The suture shows no evidence of breakage as the suture is cut clean no fraying. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the construct indicates it was inadvertently cut during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during case after two ts were implanted, the suture was broken when tighten it to knot. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.